Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module auxiliary video (pmav). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report video output 2 was not displaying an image. Using the same cable to output 1 and the image was displaying as expected. The caller checked the video output settings and both output 1 and 2 were both set to dvi-I. The procedure was completed with no reported injury.